Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.